Manufacturer narrative:
Pt info: unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -12.5/1.50/87 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6)2022 the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem.